Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error code (1108). It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error code (1108). An order was placed and shipped for a replacement data acquisition (da) board, and solenoid valves. The repair is pending.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.